Event description:
This rv lead was implanted on (B)(6) 1987 and was capped and replaced on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to patient's services on (B)(6) 2013 states that patient experienced a sensation like a tremmor,zizizizi, lasting 3 seconds, able to put finger over device and feel it vibrating. Patient felt this sensation while in bed, turned over and the vibration came back again. Patient states that 1 o days/2 weeks post implant she felt the same type of vibration, but thought nothing of it, as the pacemaker was brand new. She thought something else must have been causing this sensation. Patient was concerned with her leads which were implanted 27 yrs ago. Patient understood that there was a lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).